Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record could not be performed. All process and test criteria are verified as complying with quality specifications for all product lots prior release to market. The visual examination of the 4 provided pictures shows that the closure of the hernia defect with a barbed suture prior the placement of the mesh. The mesh used and the seroma are not visible on the pictures provided. The reported condition was not confirmed. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. The product instructions for use (IFU) which accompanies each device states in chapter "possible complications" that "the reported complications arising from abdominal wall reconstruction with any synthetic mesh may be seen after progrip¿ self-gripping polyester mesh has been implanted: hematoma, seroma, adhesion, infection, fistula, chronic pain, inflammation, recurrence, allergic reaction to the components of the product and urinary retention (which may occur with the use of anesthetics). Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: closure of a direct inguinal hernia defect in laparoscopic repair with barbed suture: a simple method to prevent seroma formation? Source: surg endosc, volume 32, 2018 (1082¿1086) article number: 7 date of publication: 4 august 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a laparoscopic direct inguinal hernia repair utilizing a barbed suture for defect closure to help prevent seroma formation was done. There were twenty-five male patient's included in the study and it was reported one patient developed a significant seroma that was resolved one month later. The mesh was one of four mesh products used intra operatively. The transversalis fascia bordering the hernia defect margin was closed with a barbed suture. At the end of the procedure, the mesh was introduced to complete the procedure. They did not use any additional fixation methods to fix the mesh, and they routinely used a macroporous, polypropylene mesh. The seroma formation depended on the size of the space occupied by the hernia, rather than having to do with the type of the mesh and the fixation methods. After the reduction of the hernia sac, fluid remained trapped between the prosthetic mesh and the transversalis fascia. Many techniques such as vacuum drains, subcutaneous sutures, fibrin glue, and compression bandages have been reported to reduce the incidence of postoperative seroma and were often insufficient. They used closed suction drain in t he preperitoneal space after total extra peritoneal repair and the drainage was then removed 24 hours after the operation, the drain could significantly reduce the incidence of seroma without increasing the risk of infection.